Event description:
No additional information is available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures identified explanted taper adapter and attached glenosphere. However, product was not returned therefore further evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an reverse shoulder arthroplasty was revised due to glenosphere slid off of baseplate and resulted in disassociation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03426.